Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high and low blood glucose levels. The customer's blood glucose level at the time of incident was 440mg/dl. The customer states they treated with pump. The customer states their levels had also dropped as low as 36mg/dl. The customer attributes the lows to not eating. The customer treated low with juice. The customer states the highs were attributed to no insulin the pump. No further assistance or troubleshoot conducted.